Event description:
I received radiation treatment for prostate cancer from (B)(6) 2022 to (B)(6) 2022. It was recommended to have the spaceoar jel inserted prior to radiation treatments. I finished radiations treatments on (B)(6) 2022. In (B)(6) 2022 I began to developed ulcers and abscess (the pain increased). This pain continued to increase requiring further medical treatment. The ulcer and abscess were discovered as a result of this follow up examination. Addition follow up for the next five (5) months have not resolved this issue. It is the opinion of treating physicians that this condition is resulting from the spaceoar vue process. Reporting this issue in hope of finding a way to resolve this problem. Also, to make others aware that this condition can be a result of using this product. Please provide me with information of other similar cases.